Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is october 14, 1998.

Event description:
Boston scientific received information that this patient received inappropriate shocks due to an electric storm. It was noted that this patient was not symptomatic and tolerates their ventricular tachycardia. The physician wanted to know more information regarding the inefficient shock therapy. A review of the information was sent to boston scientific technical services (ts). Ts confirmed that the device delivered and one episode delivered five shocks and thus exhausted therapy. All shock impedance measurements were within normal range. Ts further discussed possible indications for the reported observation as well as an inquiry regarding the sensing vectors used. At this time the system remains implanted. No adverse patient effects were reported. Further information noted that an ablation procedure took place. A review of the episodes during induction testing during the procedure show that this device is effective in converted ventricular fibrillation and sensing appears appropriate. Normal follow ups were discussed by ts.

Event description:
Additional information noted that this patient had an electric storm and received eight shocks, the patients' device was turned off and the patient was waiting for a new vt ablation procedure. A technical review was needed. Boston scientific technical serves (ts) noted that the missing shocks occurred during the vt storm on (B)(6) 2016 but did not save, as the patient must have had a magnet and was trying to place it over their device. Ts noted that if a magnet is applied to the s-ICD while it is currently in an episode then the episode will immediately end and the episode will not be saved regardless of if a shock was delivered or not. The shock counter will always increment. Ts noted that this appeared to be normal device operation given that a magnet was intermittently being detected. A new ablation procedure took place. The system remains implanted. Additional information noted that an ablation procedure took place. No additional adverse patient effects were reported.